Event description:
It was reported that intermittently, the left monitor on the 9800 system presented a blurred image. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure, replaced the left monitor. The system was tested and found to be working as intended and placed back into service.